Event description:
It was reported that during an open prostatectomy, the electrode started to peel away in about 2 hours. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrical cable cut off and with the electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Due to the returned condition of the device (cable was cut off) no functional testing could be performed.